Event description:
The event is reported as: the yellow wing nut was found unstable. The user indicates that the mist was coming out of the nebulizer in small amounts. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.